Manufacturer narrative:
Findings: unit passed displacement test, rewind self test, error test, off no power test, and basic occlusion test. Unit was unable to prime during prime test due to moisture damage on the sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit was downloaded properly to care link. However, several alarms were found at the alarm history file. Alarms due to a corrupted history file. Unit was programmed with test glucose meter. Unit communicated properly and recorded the 50 mg/dl value properly from glucose meter. Test glucose meter value was properly recorded in the care link report file. No report anomaly noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window, missing end cap sticker and missing address/serial number lab.

Event description:
A customer reported via phone call indicating that their insulin pump had discrepancies with the meter and carelink downloads. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.